Event description:
Correction: the initial MDR submitted on (B)(6) 2023, was filed inadvertently. No loss of osseointegration or other serious injury has occurred.

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss(specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.